Manufacturer narrative:
(B)(6). Results: a photo was used to evaluate the malfunction. Actual device not evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5356681 without a sample bd was not able to duplicate or confirm the customer¿s indicated failure mode. Conclusion: possible root cause is misalignment of front and rear barrels at machine 6 transfer station. CAPA (B)(4) has been opened to document the investigation path and corrective/preventative actions taken to remediate this defect.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter malfunctioned. Upon finishing venipuncture the button to retract needle was pressed. The needle shot straight backwards and out of the butterfly. No serious injury or medical intervention reported.